Manufacturer narrative:
No adverse event. Lot #, expiration date not applicable. Not an implant. Updated. Concomitant medical devices: not applicable due to no patient adverse event. Investigation: the complaint was investigated for an error message with the z6ms transducer. The transducer was returned, and an investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer prompted a usacquistion_31 error message when the user selected the probe. The patient was already under anesthesia and was being prepped for a transesophageal echocardiography (tee) procedure when the reported event occurred. The user rebooted the system to restore functionality. The transducer was replaced with a similar but different transducer to continue and complete the tee. There was a delay of 30 minutes while the replacement transducer was obtained and tested. There was no loss of data and there was no patient adverse event reported. No additional information was provided.